Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Patient received an endeavor rx drug-eluting stent during index procedure. It is reported that patient suffered a non-qwave mi post stent implant.